Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via pump logs dated (B)(6) 2019 which indicated that a stopped pump period may exceed tube set message occurred on (B)(6) 2019 a 04:11. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication; stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company representative regarding a patient receiving dilaudid (10 mg/ml at 5.5 mg/day) and bupivacaine (5 mg/ml at 2.7 mg/day) via an implanted pump. The patient¿s medical history included liver cancer, joint pain, peripheral neuropathy (left foot), left total knee arthroplasty, and ¿smoked two packs/per x 40 years¿. The patient¿s concomitant medications included albuterol sulfate inhaler, alprazolam, ascorbic acid, cholecalciferol, cyanocobalamin, dexamthason, gabapentin, omeprazole, naloxone prn, ondansetron prn, oxycodone prn, and docusate. The indication for pump use was malignant pain. It was reported that the patient started hearing the pump alarm in the early morning of (B)(6) 2019. The patient called his managing clinic and upon interrogation, a motor stall was identified in the logs. The pump logs showed a motor stall occurred on (B)(6) 2019 at 04:11. Per the patient, his pain level increased after the motor stall. The patient denied any exposure to magnets or medical procedures. He was sleeping at the time the motor stalled. The patient¿s oral opioids were increased to help control his pain. As of (B)(6) 2019 at 13:00 the motor stall had not recovered. The pump was replaced on (B)(6) 2019 at 13:30. During the procedure, when the explanted pump was disconnected from the existing catheter, there was spontaneous retrograde flow of csf (cerebrospinal fluid). The infusion rate of the new pump was started at 5 mg/day dilaudid and 2.5 mg/day bupivacaine. The issue was resolved at the time of this report and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.